Event description:
A surgeon reports performing a lens exchange due to the pt's complaints of blurred vision following initial intraocular lens implant surgery. The pt also complained of mild discomfort. The pt reports she was seen by a retinal specialist that told her she has mild amd. The pt stated she could not adapt to the lens and felt she was not a good candidate for this lens model. The lens was replaced with a monofocal lens model and she is happy with her outcome following the lens exchange. Pt's reported bcva following the lens exchange was 20/30 (no date provided).

Manufacturer narrative:
H.3., 6.: the complaint device associated with this report has not been received for eval. Product history records could not be reviewed because the reporter did not provide a lens serial number, lot number, or any identification traceable to the mfg documentation. Add'l device and event info was requested by fax and by mail on 10/18/06. To date a completed questionnaire has not been received. Phone follow-up was completed on 10/24/06 and 10/25/06 and add'l info was provided concerning the pt's outcome following the lens exchange.